Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that was hospitalized due to high blood glucose on (B)(6) 2020. Blood glucose level at the time of the incident was 457 mg/dl. Customer stated that they experienced high blood glucose for 2 days and been to the emergency room and was treated with intravenous insulin. Customer wanted to know how to go back to auto mode. Customer experienced dry mouth. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer does not alleged insulin pump was under delivering. The insulin pump will not be returned for analysis.